Event description:
The customer reported weakly false positive reactions of n negative cells from their cell panel of a competitor with seraclone anti-n. The customer uses the panel red cells as control cells. We requested the affected vial of reagent as well as the panel red cells of the competitor from the customer. The testing of the retention sample gave clearly negative results with n negative red cells. The review of the batch record documentation gives no hints of irregularities that might have effected negatively the specificity of the complained lot.